Manufacturer narrative:
Inspected one random opened/used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Second sensor performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer declined to troubleshoot for the high blood glucose level. The customer stated they advised to change sensor if he is unable to calibrate and sending replacement sensor. The customer stated there was a loss of communication. The product was replaced. The product will be returned for analysis.